Event description:
It was additionally reported that the patient underwent a routine transplant. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient underwent a heart transplant, and whether the outcome was device or therapy related was not provided. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant.